Event description:
It was reported patient developed hospital acquired pneumonia with post-op atelectasis and was prescribed antibiotics. After a fourteen days hospitalization, the patient was discharged to rehab. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: articular surface catalog # 90597005012 lot # 66119584; cruciate retaining (cr) femoral component catalog # 00596601501 lot # 66030527; palacos r+g 2x40 cement catalog # 66017569 lot # 66761245. G2: united kingdom. H3: customer has indicated that the product will not be returned because it remains implanted. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Pneumonia is a well-known postoperative complication that typically requires medical intervention and possibly even hospitalization for more aggressive medical management. Within a two-hour postoperative window, the protective reflexes of the oropharyngeal passages are depressed, and the patient can aspirate. The reason for postoperative pneumonia is typically due to aspiration of subglottic secretions containing bacteria. Once the bacteria enter the respiratory tract, they can replicate and advance into aspiration pneumonia. Patient that have known history of respiratory or lung diseases such as copd, asthma, or are immune suppressed are at increased risk for developing this complication. Pneumonia is a procedural related complication resulting from intubation during the procedure and is considered a hospital-acquired condition. As the complaint indicates, a postoperative complication of pneumonia developed, and medical intervention was required for treatment.